Manufacturer narrative:
Additional information: the pump was not returned. A correlation between the device and the reported infection and sepsis could not be conclusively determined. Infection and sepsis are listed in the instructions for use as possible adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 4 years. (B)(6). It is unknown if the pump was explanted from the patient at the time of expiration; however it was reported that the pump will not be returned to the manufacturer for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the patient expired and the reported cause of death was multi organ failure after sepsis due to a driveline infection.